Manufacturer narrative:
It was reported that the syringe tip was "found" to be "bent". The customer reported that there was no injury that occurred as a result of the reported product problem. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, or follow-up care associated with the reported problem/issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the syringe tip was "found" to be "bent". The customer reported that there was no injury that occurred as a result of the reported product problem.